Event description:
Boston scientific crm received information that this bsc pacemaker, dextrus atrial lead, and bsc right ventricular (rv) lead system exhibited noise and no clear p-wave measurements. Further testing confirmed both the atrial and rv leads had dislodged. In a revision procedure the entire system was explanted due to a suspected infection. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted no irregularities. Continued testing confirmed all seal plugs were undamaged, and setscrews moved freely and tightened down on lead terminal pins appropriately. The device exhibited normal telemetry, pacing, and sensing function throughout testing. Analysis concluded the device performed normally, operating as designed.